Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report: the pt's attorney has alleged a deficiency against the device. Add'l info has been requested but not yet received.

Manufacturer narrative:
(B)(4). Date of initial report sent: 09/14/2012. Note: this report corresponds with report #(B)(4) for an "avaulta anterior". Date of report: (B)(4) 2012; device info: avaulta posterior biosynthetic support system; catalog #486020; (B)(6).